Event description:
Additional information was provided which stated upon implant or explant, there was no resistance observed and it cannot be ruled out that the area around the optical sensor may have been touched during insertion.

Manufacturer narrative:
Updated information: b5 narrative updated. D4 UDI and serial number updated. G1 MFR site name, danvers, removed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the device exhibited a "position sensing signal is not stable" alarm. The motor waveform is in a pulse shape and that the pump flow rate is being obtained.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
B3: corrected event date. B5 narrative updated.

Event description:
Additional information was provided by the clinical representative. An alarm was generated indicating, ¿position sensing signal is unstable.¿ the clinical representative verified that the motor waveform was pulse-shaped and that pump flow was being appropriately calculated, with confirmation obtained via impella connect. Although the position waveform could not be visualized, this was determined not to impact motor drive or overall pump operation.

Manufacturer narrative:
Updated information: h6 component code g04019, g04023, g05009 added. The investigation for the placement signal issue has been completed. Based on data log review along with the finding of a break in the optical fiber at the location of a catheter kink, the cause of the placement signal issue was determined to be a damaged optical fiber, most likely as a result of unintended user error. Based on the findings on returned product, the cause of the cannula detachment is most likely a material fracture of the cannula to motor housing. The cause is traced to the device, but more proximal cause cannot be established. The cannula detachment was deemed to be unrelated to the reported placement signal issue.